Event description:
A customer obtained an erroneously high troponin (accu tni) result for one patient. The customer runs all samples in duplicate, and the initial results were: 0.59ng/ml and 0.01ng/ml. The sample was aliquoted, re-centrifuged and then re-analyzed, and lower results were obtained: 0.01ng/ml and 0.00ng/ml. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was lithium heparin that was centrifuged at 3000 rpm for 7 minutes. The original results were aspirated from the primary collection tube. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2009 was within specifications. Customer declined service for this event. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.